Event description:
It was reported in a literature article that, the suture sleeve of the right atrial (ra) lead embolized through the cephalic vein to the left superior lingular artery. The lead was explanted; however, the suture sleeve was not retrieved and the patient received anticoagulation medication. The patient remained stable. Additional details can be found in the literature article titled "permanent pacemaker implantation complicated by anchoring sleeve embolization through cephalic vein: case report and discussion of management strategies".

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.